Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Customer quality conducted an investigation of the returned device. Our investigation has shown that the noses of clamp are deformed. The material of the noses are compressed. The device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformance's. What a mechanical forces impact damaged on the holding noses of clamp cannot anymore be detected. We can only assume that the damage has occurred due to a temporary overloading. Through this occurrence is a proper application no longer possible. No product fault could be detected. Complaint is disposed as confirmed due to evidence that the holding noses damaged , but it's considered not valid for manufacturing standpoint because there is no evidence of issues manufacturing related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Reporter's phone number: (B)(6). Device history records review was conducted. The report indicates that the: part #387.347 / lot #9752909 manufacturing location: (B)(4). Manufacturing date: 19. Jan. 2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during the surgery the synframe clamp did not hold the position which has been adjusted. The surgery was not prolonged. There was no patient harm and the surgery was successfully completed. This complaint involves 1 part. This report is 1 of 1 for (B)(4).